Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturing representative was reading impedance values greater than 20,000 ohms. It was noted that when the permanent leads were implanted that physician deployed the anchor using the tool. It was noted that the anchor got pulled back. It was noted that the physician used the removal tool and the anchor was removed fine without any compromise to the lead. It was noted that the physician then deployed the anchor the second time and it stayed in place. It was noted that they had reseated the lead and wiped down 3 times and it continued to see high impedance readings between 8 and 20 thousand ohms with the implantable neurostimulator (ins) and external neurostimulator (ens). It was noted that when the lead was placed, the physician used the ¿sizer¿ to the pocket and had not placed the ins inside the pocket. It was noted that it was tested via multi lead trialing cable (mltc) at 1.5 volts and the electrode impedance was for contacts 0-7 showed greater than 20 thousand and contacts 8, 9, 10,12, showed 15,000 ohms. It was noted that they retested multiple times and continued to see the same result. It was noted that it was unknown what impedance were using the trial leads. It was noted that they placed the lead into the ins using 8-15 port first. It was noted that they retested impedance and all contacts showed greater 20 thousand ohms. It was noted that they used stimulation at 4.5 volts for 1 minute and retested the lead. It was noted that electrode impedance was retested and the lead electrode impedance was tested at 1.5 volts using electrode 9 as a reference. It was noted that electrode 1 was 13,000 ohms, 2 was 6,000 ohms, 3-7 was 7,000 ohms, 8 was 9,000 ohms, 10 was 1,000 ohms, 11 was greater than 20,000. It was noted that with reference electrode 8 it was 776 ohms. It was noted with the trial leads the patient was using the middle contacts of the lead. It was noted that the patient had good coverage in the recovery room avoiding contacts 0 and 11. Additional information received reported that impedances were high on the date of implant. It was noted that contacts 0 and 11 were greater than 20,000 and all other contacts were greater than 14,000. It was noted that impedance issues with multiple entry of leads into ins and ens. It was noted that the issue was resolved. It was noted that there was an anchor insertion and retention issue. It was noted that the initial deployment of the anchor resulted in the anchor backing out ¼ to ½ an inch. It was noted that the remove tool was used and the lead was inspected with no visual impairment. It was noted that the anchor was redeployed with no further issue. It was noted that there were multiple attempts at reentering the leads into the ins and then the ens following inspection and drying of leads. It was noted that the doctor was a very experienced implanter and the issue cause was unknown. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that there were no patient symptoms or complications or associated with this event. It was noted that impedance was testing was not done in recovery following good stimulation to all painful areas in the recovery room at 4 volts on both leads. It was noted that the final impedances were the best ones listed and the patient was closed. It was noted that the manufacturing representative avoided contacts 0 and 11 and used a +,-,-,+ on both leads with a 360 and 390 pulse width, and a rate of 40 with good stimulation in the recovery room.